Event description:
The patient reported they are charging their device too often. They stated they are trying to put the device in MRI, but the implantable neurostimulator (ins) is dead. The patient noted that the ins is not holding a charge; it will charge but only lasts 3 days and is "not working." The caller did not clarify if it was just the charging that was ¿not working¿, or a therapy issue, as they stated they were not sure. The patient did not report any symptoms. The caller had an appointment with their healthcare provider on (B)(6) 2016. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.